Manufacturer narrative:
(B)(4). This is a report of use error, where the patient disconnected without following proper procedures. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient disconnected the heater line to see if there was something wrong during drain five of six of peritoneal dialysis therapy on the homechoice. The technical services representative reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.